Manufacturer narrative:
Section d4: the heartmate 3 left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4).. FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Section h4: correction manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the clinic on (B)(6) 2019 and was admitted on (B)(6) 2019 with increased greenish secretion from driveline site that has been worsening for about one week. A CT and blood cultures obtained were negative. A subcutaneous edema and fat stranding surrounding the lvad tubing as it courses along the right anterior abdominal wall consistent with known chronic line infection. There were no fluid collections or abcess. Infectious disease was consulted and recommended 14 days of IV cefazolin followed by suppressive doxycycline. Treatments included changes to medication to parenteral antibiotics. The patient was discharged on (B)(6) 2019; hemodynamically stable and with IV antibiotics. No additional information was provided.